Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/20/2015 with the following findings: visual inspection revealed that there were scratches on the display screen. During testing, the display text was found to be discolored. Unrelated to the complaint, evaluation revealed that the up arrow and contrast keypad buttons were inoperable. The down arrow and ok keypad buttons responded appropriately to button presses. The keypad cover was found to be torn near the contrast button. The keypad cover was removed and contamination was found under all key contacts. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the bottom to the bumper pad. The returned battery cap was used to complete all testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The distributor alleged that the display was scratched. It was noted that the display was not safely legible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)